Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation. This event occurred in (B)(6).

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee floor system. During a clinical procedure, the user received an error message "tube hot have a break. Cooling system is not running." The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be increased wear of the cooling unit. The examination of the log files revealed that the message "tube hot, have a break" was displayed to the user. Despite this warning message, 12 times x-rays with a total of 1483 frames were subsequently taken. This led after 32 minutes to the final display "no xray, tube too hot". With this message no more image data was possible. It can be concluded that the user had ignored the initial message "tube hot, have a break". The system behavior in case of overheating of the x-ray tube is clearly described in the instructions for use (IFU). If the imaging functionality is not available the user shall established appropriate emergency procedures as described in the IFU. In case of a malfunction of the x-ray tube cooling unit, a multi-stage detection and warning mechanism is activated so that the system displays the message "tube hot, have a break" for the user. If, despite the messages, the user continues x-ray imaging, a hw switch is activated and disables x-ray imaging. The system displays the message "no xray, tube too hot". The tube cooler was replaced and the system was returned to full functionality. Additionally, the affected pump head in the cooling unit is scheduled for a periodic exchange in two year intervals.